Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02834, #3005099803-2010-02836, #3005099803-2010-02837, and #3005099803-2010-02838 for a description of the other devices. This report is for the injection gold probe device. According to the complainant, during the procedure the four gold probe devices, and one injection gold probe device, would not conduct any power or current; the first gold probe device issue occurred inside the patient, while the last three were found to have the issue outside of the patient. The injection gold probe issue occurred inside of the patient. The generator and adapter used in this case were not bsc products. The generator and adaptor were tested after the procedure, and were found to be working properly. The procedure was able to be completed with resolution clip devices to stop the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years.the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The customer complaint was not able to be confirmed; the unit doesn't show any problem conducting current. The returned gold probe device passed all electrical testing. A visual inspection did not reveal any abnormalities.

Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02834, #3005099803-2010-02836, #3005099803-2010-02837, and #3005099803-2010-02838 for a description of the other devices. This report is for the injection gold probe device. According to the complainant, during the procedure the four gold probe devices, and one injection gold probe device, would not conduct any power or current; the first gold probe device issue occurred inside the patient, while the last three were found to have the issue outside of the patient. The injection gold probe issue occurred inside of the patient. The generator and adapter used in this case were not bsc products. The generator and adaptor were tested after the procedure, and were found to be working properly. The procedure was able to be completed with resolution clip devices to stop the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.